Manufacturer narrative:
Concomitant product: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2010, product type: pump. (B)(4).

Event description:
Information was receiving from a consumer in regard to a patient receiving an unknown drug via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and failed back syndrome - other. It was reported their device was a bad product. The pump was delivering too much medication and was removed. The patient got bacterial meningitis and was hospitalized for 6 weeks. Additional information received from a consumer reported they were having problems with the pump. The patient had a reaction to the pump and had a rash over their whole body and was having a hard time urinating. The patient's family doctor recommended that their implant doctor do something. The pump was removed and the patient ended up with bacterial meningitis infection and was hospitalized near death for 6 weeks. The patient reported that according to their doctor, it is a wonder that they are still alive. It was noted that the patient suffered. The drug information, onset, troubleshooting, outcome, and cause related to the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to MFR. Report # 3007566237-2016-00325 for associated 8637-20 pump.